Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's led display assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device's display had a green strip going down it and would not turn on. This issue can be indicative of a device lock up condition and as a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.